Event description:
Customer reported receiving a low reservoir alarm on the insulin pump and stated that the insulin pumps' screen locked up and the buttons were unresponsive. Customer stated that the insulin pump was exposed to moisture. Customer's blood glucose reading at the time of the call was 218 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump was monitored. Time clock advances. No frozen display noted. No moisture damage noted on electronic assy. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.